Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed using the naked eye and a leak was observed between the joint of the dosing port and bag. The reported condition was verified. The cause of the condition is related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the joint between the dosing port and the bag¿ of an intravia container leaked during the post-compounding process stage. There was no patient involvement. No additional information is available.